Event description:
Information received from the field does not address the patient's clinical status but notes premature eri. The battery voltage was 2.68 v. The output settings were 2.5 v, 0.6 ms and 1.5 v, 0.6 sm. The base rate was 60 ppm with af suppression and sensor off. All real time measurements continued to be below 2.50 v. Interrogation confirmed 2.68 v from the previous 23 hour measurement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received